Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the atrial lead exhibited high thresholds, the lead had dislodged. During revision procedure the lead was damaged, it was explanted and replaced.